Event description:
It was reported that loss of aspiration occurred. An avx thrombectomy set catheter was selected for a thrombectomy procedure. However, during the procedure, it was noted that the catheter did not aspirate the clot. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that loss of aspiration occurred. An avx thrombectomy set catheter was selected for a thrombectomy procedure. However, during the procedure, it was noted that the catheter did not aspirate the clot. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that there was no error message when the issue occurred during the thrombectomy mode. The system worked well, and there were no visible defects noted with the catheter.